Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon was advanced for dilation. However, during the first inflation at 14 atmospheres for less than 30 seconds, the balloon ruptured. The procedure was completed with a different device. There was no patient injury reported.